Event description:
Physician encountered difficulty removing catheter. Physician met resistance and used considerable force to remove balloon. Visual exam of the catheter revealed that the central lumen line inside the balloon membrane was longer than the length of the balloon. The central lumen portion of the catheter may have "bunched up" making removal difficult.